Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 40-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium (doc-q-lace) since (B)(6) 2016, ibuprofen since (B)(6) 2016, ketorolac since (B)(6) 2016, medroxyprogesterone acetate (provera) since (B)(6) 2017, naproxen since (B)(6) 2016, ondansetron since (B)(6) 2016 and oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device insertion ("complications or problems that occurred at the time of essure placement"), complication of device removal ("complications of essure removal procedure") and dysmenorrhoea ("severe cramping with intermenstrual cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, complication of device insertion, complication of device removal and dysmenorrhoea outcome was unknown. The reporter considered complication of device insertion, complication of device removal, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: satisfactory placement of the right coil (B)(6) 2010- hysterosalpingogram: there is appropriately positioned right microcoil with an occluded fallopian tube left microcoil is in an abnormal position and there is contrast extending into the microcoils but not beyond. Occlusive ability of this microcoil is unclear on the basis of this exam. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: new reporter was added, patient demographic details added, product start and stop date updated, product lot number added, concomitant drug added. Event was clubbed- excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia). Events were added: vaginal bleeding, severe cramping with intermenstrual cramping, complication of device insertion and complication of device removal. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and fallopian tube perforation ("malposition of essure device; punctured tube/perforation (fallopian tubes)/coiling of the left device, abnormal placement of left side") in a 29-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "trailing coils: right 1." And device failure "device failure". The patient's concurrent conditions included depression, chronic rhinitis and gastritis. Concomitant products included butalbital, docusate sodium (doc-q-lace) since (B)(6) 2016, ibuprofen since (B)(6) 2016, ketorolac since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) since (B)(6) 2017, naproxen since (B)(6) 2016, ondansetron since (B)(6) 2016, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016 and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced complication of device insertion ("complications or problems that occurred at the time of essure placement"), complication of device removal ("complications of essure removal procedure"), ovulation pain ("severe cramping with intermenstrual cramping"), fatigue ("fatigue"), infection ("infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy) and surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, complication of device insertion, complication of device removal, ovulation pain, fatigue, infection, migraine, headache and nausea outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure and essure removal procedure date of birth as per medical record- (B)(6) 1978. Date of birth as per recent medical record- (B)(6) 1986. Trailing coils: left 3; right 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the right coil (B)(6) 2010- hysterosalpingogram: there is appropriately positioned right microcoil with an occluded fallopian tube left microcoil is in an abnormal position and there is contrast extending into the microcoils but not beyond. Occlusive ability of this microcoil is unclear on the basis of this exam. On (B)(6) 2017, hysterosalpingogram (hsg) - x-ray: revealed total bilateral occlusion. At least half of the left device is definitively not in the tube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Batch number: d23618 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 29-year-old female patient who had essure (batch no. 676717, o23618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium (doc-q-lace) since (B)(6) 2016, ibuprofen since (B)(6) 2016, ketorolac since (B)(6) 2016, medroxyprogesterone acetate (provera) since (B)(6) 2017, naproxen since (B)(6) 2016, ondansetron since (B)(6) 2016 and oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication of device insertion ("complications or problems that occurred at the time of essure placement"), complication of device removal ("complications of essure removal procedure"), ovulation pain ("severe cramping with intermenstrual cramping") and device deployment issue ("trailing coils: right 1."). The patient was treated with surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, complication of device insertion, complication of device removal, ovulation pain and device deployment issue outcome was unknown. The reporter considered complication of device insertion, complication of device removal, device deployment issue, menorrhagia, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure and essure removal procedure date of birth as per medical record- (B)(6) 1978. Date of birth as per recent medical record- (B)(6) 1986. Trailing coils: left 3; right 1 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the right coil (B)(6) 2010- hysterosalpingogram: there is appropriately positioned right microcoil with an occluded fallopian tube left microcoil is in an abnormal position and there is contrast extending into the microcoils but not beyond. Occlusive ability of this microcoil is unclear on the basis of this exam. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on 4-apr-2018: mr received: new reporters, patient dob updated, additional lot number added. Event "trailing coils: right 1." Was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and fallopian tube perforation ("malposition of essure device; punctured tube/perforation (fallopian tubes)/coiling of the left device, abnormal placement of left side") in a 34-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "trailing coils: right 1." And device failure "device failure". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, chronic rhinitis and gastritis. Concomitant products included butalbital, docusate sodium (doc-q-lace) since (B)(6) 2016, ibuprofen since (B)(6) 2016, ketorolac since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) since (B)(6) 2017, naproxen since (B)(6) 2016, ondansetron since (B)(6) 2016, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016 and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, 6 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced complication of device insertion ("complications or problems that occurred at the time of essure placement"), complication of device removal ("complications of essure removal procedure"), ovulation pain ("severe cramping with intermenstrual cramping"), fatigue ("fatigue"), infection ("infection") and abdominal pain ("abdominal pain"). The patient was treated with panadeine co (tylenol #3), ibuprofen (advil), surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy) and surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, nausea and abdominal pain was resolving, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, complication of device insertion, complication of device removal, ovulation pain, fatigue, infection and headache outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure and essure removal procedure date of birth as per medical record- (B)(6) 1978 date of birth as per recent medical record- (B)(6) 1986 trailing coils: left 3; right 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the right coil (B)(6) 2010- hysterosalpingogram: there is appropriately positioned right microcoil with an occluded fallopian tube left microcoil is in an abnormal position and there is contrast extending into the microcoils but not beyond. Occlusive ability of this microcoil is unclear on the basis of this exam. On (B)(6) 2017, hysterosalpingogram (hsg) - x-ray: revealed total bilateral occlusion. At least half of the left device is definitively not in the tube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Batch number: d23618 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received, events onset date added, outcome of events migraines, nausea were updated, treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and fallopian tube perforation ("malposition of essure device; punctured tube/perforation (fallopian tubes)/coiling of the left device, abnormal placement of left side") in a 34-year-old female patient who had essure (batch no. 676717, d23518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "trailing coils: right 1." And device failure "device failure". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, chronic rhinitis and gastritis. Concomitant products included butalbital, docusate sodium (doc-q-lace) since (B)(6) 2016, ibuprofen since (B)(6) 2016, ketorolac since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) since (B)(6) 2017, naproxen since (B)(6) 2016, ondansetron since (B)(6) 2016, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016 and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, 6 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced complication of device insertion ("complications or problems that occurred at the time of essure placement"), complication of device removal ("complications of essure removal procedure"), ovulation pain ("severe cramping with intermenstrual cramping"), fatigue ("fatigue"), infection ("infection") and abdominal pain ("abdominal pain"). The patient was treated with panadeine co (tylenol #3), ibuprofen (advil), surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, nausea and abdominal pain was resolving, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, complication of device insertion, complication of device removal, ovulation pain, fatigue, infection and headache outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure and essure removal procedure. Date of birth as per medical record - (B)(6) 1978. Date of birth as per recent medical record - (B)(6) 1986. Trailing coils: left 3; right 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the right coil (B)(6) 2010- hysterosalpingogram: there is appropriately positioned right microcoil with an occluded fallopian tube left microcoil is in an abnormal position and there is contrast extending into the microcoils but not beyond. Occlusive ability of this microcoil is unclear on the basis of this exam. On (B)(6) 2017, hysterosalpingogram (hsg) - x-ray: revealed total bilateral occlusion. At least half of the left device is definitively not in the tube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Batch number: d23618 is invalid, d23518, epiration date: (B)(6) 2017, manufacturing date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and fallopian tube perforation ("malposition of essure device; punctured tube/perforation (fallopian tubes)/coiling of the left device, abnormal placement of left side") in a 29-year-old female patient who had essure (batch no. D23618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "device failure". The patient's concurrent conditions included depression, chronic rhinitis and gastritis. Concomitant products included butalbital, docusate sodium (doc-q-lace) since (B)(6) 2016, ibuprofen since (B)(6) 2016, ketorolac since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) since (B)(6) 2017, naproxen since (B)(6) 2016, ondansetron since (B)(6) 2016, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016 and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In december 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced complication of device insertion ("complications or problems that occurred at the time of essure placement"), complication of device removal ("complications of essure removal procedure"), ovulation pain ("severe cramping with intermenstrual cramping"), device deployment issue ("trailing coils: right 1."), fatigue ("fatigue"), infection ("infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy) and surgery (diagnostic laparoscopy, hysterectomy ,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, complication of device insertion, complication of device removal, ovulation pain, device deployment issue, fatigue, infection, migraine, headache and nausea outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, device deployment issue, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, ovulation pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure and essure removal procedure date of birth as per medical record- 21jan1978 date of birth as per recent medical record- 25sep1986 trailing coils: left 3; right 1 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of the right coil (B)(6) 2010- hysterosalpingogram: there is appropriately positioned right microcoil with an occluded fallopian tube left microcoil is in an abnormal position and there is contrast extending into the microcoils but not beyond. Occlusive ability of this microcoil is unclear on the basis of this exam. On (B)(6) 2017, hysterosalpingogram (hsg) - x-ray: revealed total bilateral occlusion. At least half of the left device is definitively not in the tube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- dysmenorrhea, dyspareunia, fatigue, infection, malposition of essure device; punctured tube/ perforation (fallopian tubes), migraines/headaches, nausea, pain, nausea, abdominal pain and device failure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pain. The event was seen as pelvic pain, as plaintiff underwent a hysterectomy six years after essure insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. As a surgical intervention was required, this case was regarded as incident. A non-serious event was reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pain (serious criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pain and menorrhagia outcome was unknown. The reporter considered pain and menorrhagia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pain. The event was seen as pelvic pain, as plaintiff underwent a hysterectomy six years after essure insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. As a surgical intervention was required, this case was regarded as incident. A non-serious event was reported. A product technical analysis is being sought.~ further information will be obtained through the litigation process.